Manufacturer narrative:
Investigation results: a fully deployed wallflex fc biliary stent and delivery system were returned for analysis. Visual examination of the returned device found that the outer sheath was kinked at the guidewire access port. The inner shaft was also noted to be kinked and folded. There was no issue with the stent. No other issues were identified with the device. The investigation concluded that the noted damages to the returned device were consistent with excessive force being applied during attempted deployment and are likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary fully covered removable stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician did not feel the kick back when the stent was to be fully-deployed. The stent did not fully release from the delivery system. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary stent. Upon examination of the stent after removal from the patient, it was noted that two wires of the stent failed to release from the catheter. There were no patient complications reported as a result of this event. No harm to the patient was noted at the conclusion of the procedure.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary fully covered removable stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician did not feel the kick back when the stent was to be fully-deployed. The stent did not fully release from the delivery system. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary stent. Upon examination of the stent after removal from the patient, it was noted that two wires of the stent failed to release from the catheter. There were no patient complications reported as a result of this event. No harm to the patient was noted at the conclusion of the procedure.